Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 600 mg/dl, while sensor glucose was 400 mg/dl. The customer also mentioned lost sensor alarm. The customer reported the drive support cap to appear normal. The customer also mentioned hospitalized low blood glucose readings of 27 mg/dl. The customer was advised to monitor the pump. The customer was advised to follow up with health care provider regarding low and high readings.